Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported events of type 3a endoleak, aortic rupture or a successful endovascular procedure due to the lack of medical information. Medical records and images were requested and denied. The most likely cause of the loss of seal and the subsequent aortic rupture could not be determined due to a lack of any medical records or imaging. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
On (B)(6) 2015, the patient was implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2018, endologix was made aware of a type 3a endoleak, a leak between the suprarenal extension and the bifurcated stent. It was reported that the patient was admitted into the emergency room on (B)(6) 2018 for a ruptured aneurysm. The patient was relined with a non- endologix stent and the repair went well. There have been no additional patient sequelae reported.